Event description:
It was reported by the affiliate that during a lap gastrectomy procedure, after the second firing, the device could not be released and the staples were malformed. The other device, it could not be released again. Devices had to be cut off the tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/30/2007. Information anticipated, but unavailable at this time.